Manufacturer narrative:
(B)(4).

Event description:
Audiologist called and reported a possible device failure.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019, it is unknown if there are plans to re-implant the patient with a new device during the same surgery. This report is submitted 09 december 2019.